Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach to treat a gastric polyp during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the scope used was retroflexed; clip was able to grasp and lock onto tissue. The clip initially did not release from the catheter; however, after manually pulling the wire, the clip was able to release. The hypotube got detached. The wire and spring snapped out of the handle. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: the complainant reported that the device was used in a retroflexed anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed no clip assembly. In addition, the control wire was kinked and there was evidence of full deployment. No other problems were noted. The reported complaints of clip difficult to release from catheter, handle break and hypo tube detachment of device or device component were unable to be confirmed since the device was returned fully deployed without the clip assembly and with the handle in good state. However, during product analysis, it was found that the control wire was kinked. This occurs when the physician manually pulls the wire as they reported. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.